Event description:
Customer reported that the system is displaying low ma errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick connectors and performed filament calibration. System operates as intended.